Event description:
Additional information. The patient was still using the device, and there was no revision scheduled in the near future.

Event description:
It was reported the patient felt a "heavy" electric shock during dinner on the right side of the face and neck. The device was located subclavical on the patient's right side and the patient had an electrode in the right arm. At the time of the event the patient was at a rehabilitation site and was being treated with physiotherapy for the arms. Following the electric shock the patient had pain on the right side of the neck and the right half of the patient's face was temporarily not able to speak. The device was then turned off. The patient went to the hospital and impedances were measured. The results indicated impedances were >4000 ohms. Stimulation was possible and x-ray images showed no problem in the stimulator area but it did reveal "angulations" at the electrode. Troubleshooting was ongoing and the patient outcome was "ok." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).